Event description:
Boston scientific received information that the patient implanted with this pacemakercame to the emergency room and reported passing out earlier. Upon interrogation, the battery showed end of life (eol) was declared a few weeks prior.the physician noted the patient had also experienced some ventricular tachycardia (vt). There was no report of any device anomaly. Boston scientific technical services (ts) recommended the device be replaced as cannot guarantee capture. The device was explanted and a new device implanted without issue. There were no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.